Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional info on the proper method of assembling the electrodes into the reusable instrument. Mfg performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer reported that the electrode did not activate. The device was returned for investigation with a broken and missing snap pin. The customer stated that no device component fell into the pt cavity.